Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch, additional reported information was received: a surgical cut down at the access site revealed the sutures from the fourth and fifth proglide devices captured the posterior vessel wall, occluding the common femoral artery. The common femoral artery was repaired with a surgical patch that resolved the occlusion and achieved hemostasis. No additional information was provided.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a moderately calcified common femoral artery (cfa) using perclose proglide devices. Attempts were made to deploy the sutures of three proglide devices through a 6-french sized access site, but needle-to-cuff misses occurred. The sutures of two additional proglide devices were deployed. The access site was dilated to 20-french. After conclusion of the aaa repair procedure, the proglide devices did not achieve arteriotomy closure. A cut down of the cfa indicated that the vessel was occluded, which was repaired with a patch, achieving hemostasis. The operator was reported to be trained in the perclose proglide device. No additional information was provided.